Event description:
It was reported that the patient underwent a surgical revision of the catheter for an implantable pump system (see MFR rep. # 30042 09178-2011-08947). During the revision, the hcp noticed there was an infection at the implant site for the spinal cord stimulator. The implantable neurostimulator and extension were explanted. The manufacturer device registry system reported the lead as "removed partial." The identity of the infectious organism was not provided. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk. Extension model 3708260, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Accessory model 37752, serial # (B)(4), programmer model 37742, serial # (B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37711, serial # (B)(4), determined no significant anomalies were found. Good, stable output was found on all electrodes referenced to one electrode. Analysis of lead model 39565-65, lot # v439886007, determined no significant anomalies were found. The product was segmented into 3 p arts. Segments 1 and 2 were the connector ends while segment 3 was the medial segment of the lead legs. Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.